Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient experienced a fall about two weeks prior to the date of this report. It was reported that the patient had to get an x-ray because they fell on their hip. It was further reported that the patient¿s therapy had stopped due to a power on reset (por) on their device. The consumer reported that they were trying to turn the stimulator up when they saw a por error message on the patient programmer. It was noted that the por occurred a day prior to the date of this report. Troubleshooting steps were performed and the por was successfully cleared. The patient was able to turn the patient¿s therapy back on, resuming at the last program parameters. It was reported that the patient¿s therapy wasn¿t adequate, so stimulation was increased to 8.2v, but the patient stated that it still felt weak. Stimulation was increased again to 8.5v. It is unknown if the issue was resolved. The patient was to follow up with their healthcare provider (hcp) if the symptoms didn¿t improve. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.